Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a system fault. A functional test was performed and the reported issue was not duplicated, however error was confirmed in the history log. The cause of the reported issue was unknown. As a result, preventive maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41628. The event occurred during testing. There was no patient involvement, no patient injury was reported.